Event description:
As reported, the patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised. The patient had done well, but developed pain, swelling, and 'crackling' in their knee. The patient was revised to competitor devices. Summary of presentation of 5 patients: (add this to all cases above) the vast majority (>90%) of patients are not experiencing symptoms symptoms include pain, swelling, instability,¿ crackling,¿ and posterior knee / calf mass signs include effusion, ttp, stiffness, instability. Radiographic features range from completely normal to gross polyethylene thinning, osteolysis, implant loosening, and soft tissue mass. Surgical findings include complete loosening of polyethylene component with pristine cement mantle, synovitis, osteolysis, and polyethylene pitting / delamination.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.